Event description:
While the customer was using a cavitron select sps g124, they allege that the handpiece is overheating. No injury was reported from the alleged event. Investigation found restricted flow and debris causing the overheating.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Device was returned and the investigation results are: notes: "06/07/24 repair tech: tl woe hose,tubing,clogged kink in water supply hose, debris buildup in the water filter. Blockage in the handpiece cable causing restricted water flow, worn steri-mate handpiece. Replaced damaged/worn components and recalibrated unit to factory specs. Qa - cn handpiece # old 08172 -- new 202402 handpiece cable # old 05230 -- new 03240